Manufacturer narrative:
All of the buttons functioned properly and no damage was found on the keypad traces noted during our visual inspection. The lcd connector was inspected and no anomalies were noted. The insulin pump passed displacement, rewind and basic occlusion tests. Dual wave bolus option is functioning properly. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a keypad anomaly. The customer's blood glucose level was 8.2 mmol/l. The customer was advised that the device would be replaced, and was informed to return the product for analysis.